Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus. The customer explained that she had programmed a 4.9 unit bolus and received a no delivery alarm; she checked the active insulin screen and it showed 0.0 units, so she programmed a second 4.9 unit bolus and when she checked the active insulin screen again, it showed 7.1 units. The customer stated that her blood glucose dropped to 60 and then 54 mg/dl. Most recent blood glucose value was 112 mg/dl and hour prior to calling. The bolus history was checked and it showed that the first bolus was partially delivered and stopped at 2.25 mg/dl and the second was fully delivered. The customer was unable to troubleshoot for the no delivery alarm and to upload to carelink. The device will not be returned for analysis.